Event description:
Reportedly, the jaws of the instrument locked down on the pulmonary vessel after it was fired and would not release. To complete the case, the surgeon had to fire an instrument on either side of the instrument that was locked on tissue in order to remove the instrument from the surgical site. Procedure: lung resection.